Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: correction: h4: the device manufacture date has been corrected.

Event description:
This is report 3 of 3 for (B)(4). It was reported that during a rotator cuff repair procedure, it was discovered that the anchor on the vapr s90 4.0mm w/integr hdp -ea device suddenly failed to work, leading to a failure in energy excitation, which made it impossible to ablate and stop bleeding. Restarting the device did not rectify the issue, and energy output could not be achieved. Two replacement devices were used to continue the surgery, but the same issue occurred again. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: the reporter¿s complete facility name was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary - the product has not returned to j&j medtech orthopaedics; however, a photo was provided for evaluation. Visual inspection of the returned photo found no observations pertaining to the nature of the reported event or any other anomaly. The overall complaint was not confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have not contributed to the complained device issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that device was not received in its original packaging, the tip showed signs of activation. The handle, shaft and plug did not show any signs of damage. The device was connected to the test generator, as a result, it was found that in the coagulate mode the device worked as intended using the footpedal, the ablate function was functioning intermittently when using the footpedal. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, device was received only in the bag, the tip was in used condition with tissue debris in and around the active tip, procedural residue was visible in suction tube. The device passed the electrical testing but failed the flow rate functional testing as it did not meet the minimum flow specification requirement, however the device activated as intended. The customer stated that ¿during the operation, the device suddenly failed to work and was unable to ablate and stop bleeding'. The complaint device has been returned to atl UK for investigation. The device was investigated and failed the functional test as it does not meet the minimum flow specification requirement, however the device activated as intended. This complaint cannot be substantiated. This device was investigated and passed all electrical test. In regard to the functional tests, activation was found to perform as expected. The device flow rate tests (6ml/min before activation, 273ml/min post activation) due to tissue debris in the suction path which could not be completely removed during testing. Suction blockage was found. The risk level severity is categorized as minor and alra (as low as reasonably achievable). The current probability level is 'probable' (<10-3 and =10-4). The suction failure mode has been reviewed against the systems risk assessment document, the highest identified risk within for failure modes that are equivalent to the complaint failure mode is loss or deterioration of function - reduced/blocked irritant flow. Risk matrix line 1000 applies, resulting in reduced visibility & increased procedure time - patient under anesthetic extended period of time. The severity risk category is 'minor' - results in temporary injury or impairment not requiring professional medical attention. For this scenario a pre mitigation risk of grid 10 and a post mitigation risk of grid 10 are stated, which is 'minor' and 'frequent' and rated as low as reasonably achievable (alra). From may 2024 ¿ april 2025, a total 41,100 individual one piece lps electrodes were invoiced. A review of our complaint records over the last 12 months to assess the frequency of this defect for device (225370) shows this defect to be of low occurrence with a total of 1 confirmed complaint devices, which equates to a failure rate of 1 in 41,100 which is as anticipated in the risk analysis. Our analysis shows that the frequency (1 in 41,100) is in line with the anticipated rate of failure detailed in the ra risk management document. Therefore, the severity and frequency are as anticipated in the risk documentation and remain as alra. As the grid rating is alra and this is a low occurrence incident, no further action is required at this time. Complaint rates will continue to be monitored through standard complaint review channels. The overall complaint was not confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have not contribute to the complained device issue. Based on the investigation findings, the potential cause for the device observed condition could be traced to the procedural variables, such handling of the device or product interaction during procedure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.